Event description:
During routine testing of the device at the service center, the service technician reported that the printer guide rails were broken on the rear housing. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.